Manufacturer narrative:
Date of initial report: may 14, 2008. The incident device was returned, evaluated and found to function within specification. Add'l tissue testing was done on porcine kidney tissue by making multiple seals of various sizes. All seal cycles were completed satisfactorily. In addition, a test was done to verify jaw clamping force and it too was within specification.

Event description:
The report stated that the ligasure atlas handpiece was used during a laparoscopically assisted distal gastrectomy. The device was activated and an end tone was reached, however, the caul and vessels to which the device was applied were not completely sealed, but there was evidence of energy delivery. The handpiece was plugged into a ligasure generator set at 2 bars of power. The handpiece had produced 10 good seals prior to this one. The pt's vessels had been partially skeletonized prior to applying the ligasure atlas. The pt did have cancer, but the hospital did not respond to our request to see if the pt had received chemotherapy. An autosonix sys was also in use during the surgery. The surgeon used another ligasure atlas to complete the surgery. There was no pt injury and no bleeding as a result.